Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was able to be confirmed. During the device evaluation it was observed that there was deformed metal pins on the video scope connector and a worn out, bad cable. Additional evaluation findings are as follows: rubber part on rear cover packing was peeled; failed leak test on camera head cover; faded label on rear cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that prior to an unspecified procedure, the camera head had an image problem and would not show a picture on the screen when plugged into the tower. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no image was displayed due to the deformed metal pins on video scope connector, worn out, and a defective cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.